Event description:
Rn went into nicu infant room to address monitor reading that leads were off infant. Rn found infant to be on the floor face down crying, side of bed down, leads and pulse ox hanging from bed (not attached to infant). Isolette side of bed was open, was taken out of service and infant put on new isolette. Bio med inspected latches. Ge healthcare form and completed inspection of all other nicu bed latches performed, during the follow up it was noted that there were previous issues with latch issue flaws with bed, and was told that this was not the first time this same issue happened. FDA safety report ID# (B)(4).